Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely the disconnection in the cable unit led to the noise in the image. Therefore, a cable unit component failure is likely responsible for the unit's condition. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had a disconnection in cable unit, noisy image, and a water leak in head unit. There was no patient involvement.